Event description:
The customer reported that the touchscreen of the vela ventilator does not work. There is what looks like "liquid" between the touch foil and the screen. There is no patient involvement as it happened during extended system/user verification test.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: failure analysis received front panel assembly p/n 24531-001 s/n be005059 rev. C. Visually inspected the touch screen, display assembly found that the touchscreen was delaminated. Fluid ingress between touch screen film and lcd (liquid crystal display) display was noted. This is a known issue addressed through eco 82509. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.